Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, several auxiliary drawers failed to open and experienced malfunctions. The customer stated that there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 29jun2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a failure of the drawer, which also displayed a failure icon on the station's screen. A field service engineer reconnected the drawer cables in drawers 5.1 and 5.2, removed drawer 1, detached the red latch, and cleaned it to recover the drawer. The system functioned as intended after the field service engineer troubleshot the device.